Manufacturer narrative:
The download data from the returned device showed an 0x14 occlusion alarm was generated during pod operation. Examination of the fluid path components found the exposed portion of the soft cannula to be damaged. The timing of this damage could not be determined. During the investigation, the pod was successfully paired with a pdm, completed priming, and delivered a 5u bolus. No occlusion alarms were replicated during the rerun. However time outs were replicated. Fluid was able to flow freely through the entire fluid path. The exact cause of the alarm could not be determined.

Event description:
It was reported the patients blood glucose level rose to 315 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the pod got a blockage detected insulin delivery stop message.